Manufacturer narrative:
The physical device has not been returned. Cloud data tied to the user was reviewed for the period of (B)(6) 2026. Review of the patient history buffer (phb) data found no instances of the algorithm delivering insulin when the user's last sensor glucose value recorded was below 60 mg/dl. The automated algorithm was able to appropriately adjust the microbolus amounts based on the estimated glucose values and user inputs. The automated algorithm appropriately reduced and stopped delivery of automated basal insulin as estimated glucose values decreased towards and below the user's target, and the algorithm resumed insulin delivery as sharp increases in estimated glucose values occurred. No evidence of an overdelivery of insulin or of any issues with the automated algorithm was observed in the available cloud data. Though no issues were observed, it could not be conclusively determined if the sensor was correctly reading the user's glucose levels or if the sensor was correctly transmitting the information to the pod. The exact cause of the reported event could not be determined. Lot release records were reviewed, and the product lot met all acceptance criteria.

Manufacturer narrative:
H4 has been updated; additional cloud data information has been obtained. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The results of the cloud data investigation have been updated due to the available patient information. The physical device has not be returned for investigation. Cloud data from the user for the period of (B)(6) 2026 was downloaded and reviewed. Review of the patient history buffer (phb) data found that the first pod activated was activated at 16:30 on (B)(6) 2026. While in automated mode, the automated algorithm was able to appropriately adjust the microbolus amounts based on the estimated glucose values and user inputs. The automated algorithm appropriately reduced and stopped delivery of microboluses as estimated glucose values decreased towards and below the user's target. No instances of the automated algorithm delivery automated basal insulin while estimated glucose values were below 60 mg/dl were observed. While in manual mode, the system correctly delivered the user's manual basal program regardless of the estimated glucose values received. No evidence of an overdelivery of insulin or of any issues with the automated algorithm was observed in the available cloud data. It could not be conclusively determined based on the cloud data if the sensor was correctly reading the user's glucose values and if the sensor was transmitting the correct information to the pod. The exact cause of the reported incorrect glucose values could not be determined from the available cloud data.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported event or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not available. Omnipod software app version: data not available. Operating system: data not available. Hardware: data not available. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by a healthcare professional that, while hospitalised, the patient's freestyle libre 2 plus sensor/continuous glucose monitor (cgm) indicated their blood glucose levels to be low, with values of 56 and 62 mg/dl. The hospital's glucose meter demonstrated blood glucose levels within normal range therefore, the patient's nurse switched the patient's omnipod 5 controller/personal diabetes manager from automated mode to manual mode. The healthcare professional reported additional concerns that, while the cgm was measuring the blood glucose levels to be low, the patient received three microboluses of insulin while still in automated mode. No information regarding if further treatment was required was reported. Abbott were notified regarding the event by the complainant directly.